Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 44 mg/dl. The customer stated that had started the auto mode today and blood glucose levels drop from 70 to 50 to 44 mg/dl. The customer was treated with food for the low blood glucose with 44 mg/dl. Customer¿s blood glucose level was 44 mg/dl at the time of the call. The customer was assisted with troubleshoot. There was no indication that the insulin pump over delivered insulin. The product was not returned for analysis.